Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2014-03432 and 2134265-2014-03431. It was reported that auto pullback was unable to be performed. The ilab motor drive unit was used in conjunction with an opticross coronary catheter intended to visualize the unspecified lesion. During percutaneous coronary intervention, auto pullback failure occurred when resistance was encountered between the outer sheath and the drive shaft. The device was exchanged with another of the same device then the procedure was completed without an issue. No patient complications were reported and the patient's status is good.